Manufacturer narrative:
(B)(4). Date sent: 10/23/2020 h1: MDR decision: serious injury. Upon review of the information provided, it was concluded that this event meets the FDA defined criteria for a reportable event and is being considered a serious injury. Additional information was requested, and the following was obtained: what is the severity of the burn? Second degree. First degree burns are minor burns on the first layer of skin. Second degree burns have two types: second degree. Superficial partial-thickness burns injure the first and second layers of skin. Deep partial-thickness burns injure deeper skin layers. Third degree burns injure all the skin layers and tissue under the skin. What medical intervention was used to treat the burn (such as salve or stitches)? Consult with plastic surgery and salve. Are there any anticipated long-term effects from the burn or injury? No . Was there any change in the patient care as a result of this event? Unknown. What is the current patient status? Deceased. Was the probe activated while being removed from patient resulting in burn? Yes, the hcp was using the cauterizing mode while removing the probe to reduce risk of potential seeding of cancer, which caused skin burn. Does the healthcare professional believe that the patient death was caused or contributed by the neuwave device? No. There was no indication that the patient death was related to neuwave device. Investigation summary: call home was reviewed for system (B)(6) on 8/10/20. A pr15, (B)(6), was connected to channel 3, tested, and put into tissu-loc. The probe was disconnected and reconnected, tested, and put back into tissu-loc. An 8:00, 65w ablation was completed with no errors. The average temperature was 105c and max at about 110c. The probe completed another 8:00, 65w ablation, was an average temperature of 120c with a max of 130c. The probe was disconnected and this marked the end of the case. Call home did not reveal any issues. No device will be returned to neuwave for further investigation. The root cause is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the severity of the burn? First degree burns are minor burns on the first layer of skin. Second degree burns have two types: superficial partial-thickness burns injure the first and second layers of skin. Deep partial-thickness burns injure deeper skin layers. Third degree burns injure all the skin layers and tissue under the skin. What medical intervention was used to treat the burn? (Such as salve or stitches). Are there any anticipated long-term effects from the burn or injury? Was there any change in the patient care as a result of this event? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ablation procedure, while taking the probe out of the patient the patient received a burn in the stomach area. Unknown how the burn was treated.